Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer reports: feed randomly shuts down and stops when it should not. Alarm not sounding.

Manufacturer narrative:
An investigation of kangaroo joey was performed for the reported condition of; the unit randomly shuts down and stops when it should not. The unit was triaged and the complaint could not be confirmed. The unit was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: MFR name originally reported as: manufacturer name: (B)(4). Contact office originally reported as: manufacturing facility name: (B)(4).